Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that "this graft is partially implanted (only leaflet was excised out)." Per the op report, the patient was found to have severe aortic stenosis and also had severe calcific mitral valve stenosis. A 25mm edwards pericardial valve was seated on the mitral position. Following the valve replacement, the patient came off cardiopulmonary bypass (cpb). However, the mitral valve prosthesis had wide open mitral regurgitation. It looked like as if the anterior leaflet of the mitral valve was not moving. For this reason, they went back on cpb and cross-clamped it and then placed a mechanical valve on the recently placed bioprosthesis, having taken out the leaflets of the recently placed bioprosthesis (subject device). This was done to expedite the operation. They had already been on cpb for a long time and had a long pump run as well as cross-clamp time and particularly with the calcified and fibrotic mitral valve annulus, they did not think it would be prudent to take out the valve to put a new valve in, which again may not have functioned properly. The mitral valve cusps were cut out and then a mechanical valve was then seated over the ring of the mitral valve. The patient however, did very well and they were able to wean her off of cpb. The patient returned back to ICU in stable condition.

Manufacturer narrative:
Leaflet disruption; cause unknown. Device not returned. Additional manufacturer narrative: unfortunately, the valve was not explanted from the patient; therefore, the exact nature of the reported event could not be confirmed. Per the op report, only the valve leaflets were explanted, and a mechanical valve was implanted on top of the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.